Event description:
Approx. 24 hrs after the catheter was placed, a drug was injected into the catheter, causing the catheter to rupture. The catheter was removed and replaced. No pt injury was reported to have occurred.